Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the health care professional (hcp) was unable to interrogate this pacemaker. The hcp noted that troubleshooting was performed and indicated that the device was implanted approximately 13 years ago, which is above and beyond the projected longevity within labeling. The patient stated that they never follow up with doctors to have the device checked. It was later reported that the patient left against medical advice; therefore, they were not able to interrogate the device again. This pacemaker remains in service, and no adverse patient effects were reported. No further information is known at this time.